Event description:
It was reported that a patient received a burn described as an area of redness on the right forearm. No blister ever formed. The patient was prescribed silvadene ointment as a measure to prevent secondary infection (the prescription of silvadene ointment goes beyond first aid).

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.